Event description:
It was reported by the customer that the monopolar footswitch would not work, no activation was noticed when the footswitch was depressed. The case was not able to be finished. Additional info received from account: "contact person stated that the footswitch would not work and there was not a back up (it was in repair). The product could not be completed, they closed the pt and returned to room with out completing case."